Event description:
Hcp returned the device due to end of life. Hcp's office later stated patient had infection which lead to device explant. A follow up report will be sent when additional info is received.